Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported two broken teeth. Their back molar chipped off on the back edge and is painful. Another molar broke completely in half.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.